Event description:
New information notes the device was successfully reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up, post-paced t-wave oversensing was observed. The patient did not receive therapy. Reprogramming the device was recommended.